Manufacturer narrative:
The investigation has determined that a higher than expected sodium result was obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4232-1041-3047 on a vitros 5600 integrated system. The assignable cause of the event is user error due to improper calibration protocol. The customer did not recalibrate vitros na+ lot 4232-1041-3047 after switching to a new lot of electrolyte reference fluid (erf). A review of e-connectivity data confirmed that on the date of the event the customer used the calibration parameters obtained with vitros erf lot v7952. However, they processed the vitros pv fluids using the new lot of vitros erf lot f8484 on the vitros 5600 system. The vitros 5600 reference guide (6802905en) states recalibration of required of all assays that use erf following a lot switch of erf. Qc results were within expectations after vitros na+ was recalibrated in combination with the new erf lot f8484 on the vitros 5600 integrated system. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4232-1041-3047. (B)(4)

Event description:
The investigation has determined that a higher than expected sodium (na+) result was obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4232-1041-3047 on a vitros 5600 integrated system. Vitros pv I lot p7690 result of 138.6 mmol/l vs an expected result of 113.3 mmol/l the higher than expected vitros na+ result was from a control fluid and was not reported from the laboratory. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).